Event description:
Pt complained of unstable knee. Surgeon decided to replace std femur and uc insert with ps femur and ps insert.

Manufacturer narrative:
Document review: gmk primary femur size 3 left. (B)(4) / lot 112975 (36 femurs produced): all parameters were found to be in according with the specifications valid at the time of manufacturing. Nineteen items belonging to this lot have been already implanted and no incidents have been reported up to now. Gmk primary uc insert size 3 height 10 mm: (B)(4) / lot 112009 (60 liners produced): all parameters were found to be in according with the specifications valid at the time of manufacturing. Thirty-nine items belonging to this lot have been already implanted and no incidents have been reported up to now. From the data collected, the event is highly unlikely device related, but the knee instability is probably related to a surgical mistake during the primary surgery.